Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was received for analysis. Based in the visual examination of the part, it was confirmed that plastic handle of the device was split by half. Depuy synthese considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Drawing/specifications reviewed? N/a. Dimensional inspection: n/a. Device history lot : a manufacturing records evaluation (mre) was not performed since a valid finished good lot number was not provided for this device.

Event description:
The following device was received as blind unit. Product code: 242102000. Product name: fem/tib extrac 11x7 3/4. Qty: 1. However, it couldn¿t be associated with a complaint or any other existing record. This complaint involves one (1) device.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.